Manufacturer narrative:
(B)(4). Date sent: 12/12/2023. D4: batch # 304c32. Investigation summary . The product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh25p device arrived with no apparent damage. In addition, no tyvek was received along with the device. The breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not been fired. However, when the test battery was installed the green checkmark illuminated indicating that the device was not reset. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the cam was rotated so that it was touching the stop switch actuator this defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 304c32, and no non-conformances were identified.

Event description:
It was reported that during a distal gastrectomy surgery, could not fire without motor sound. The surgeon removed the battery and rotated for 180 degree and reinserted the battery. The device still could not fire and without motor sound. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.